Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A medical assistant (ma) reported an issue with a pvak 400 micron perforator and accessory vein ablation kit. During withdrawal, the fiber tip broke when the end user was removing the needle and fiber from the vein. The time was reported as 5 seconds at 38 joules and 5 seconds at 43 joules. It was reported, by the ma, that the patient did not experience any adverse effects or harm as a result of this incident.

Event description:
Additional communication with the complaint reporter determined that post-procedure imaging did not locate the device's tip within the patient. The location of the tip is unknown, but it is not located within the patient's body.

Manufacturer narrative:
Additional information received: documented in section b5 - the location of the tip is unknown, but it is not located within the patient's body. Reference (B)(4).

Manufacturer narrative:
The customer's reported complaint description of fiber tip fractured and detached was confirmed based on visual inspection of the returned fiber complaint sample. The od of the fiber shaft was confirmed to meet product specifications. The likely root cause of the fiber fracture is handling damage but when and how this occurred cannot be definitively determined. The fiber tip is packaged such that the tip of the fiber is located under the coil wrap. A potential contributing factor for the fiber fracture is the coil wrap/mfg packaging process and/or the process of end user removing the fiber tip from inside of the coil wrap (and removing the entire coil wrap) during the unpacking process. Handling damage during device use (i.e. Insertion of fiber into the needle) is also potential contributing factor for this event. A device history record (DHR) review of the indicated packaging/assembly lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Labeling review: the directions for use which is supplied to the end user with the evlt fiber contains the following statements: warning contents supplied sterile using an ethylene oxide (eo) process. Do not use if sterile barrier is damaged. If damage is found, call your sales representative. Inspect prior to use to verify that no damage has occurred during shipping. Intended use the venacure evlt 400m perforator and accessory vein ablation kit is intended for use in the treatment of superficial vein reflux of the greater saphenous vein associated with varicosities. The venacure evlt 400m perforator and accessory vein ablation kit is indicated for treatment of incompetence and reflux of superficial veins in the lower extremity, and for treatment of incompetent (i.e. Refluxing) perforator veins (ipvs). Equipment handling requirements: venacure evlt 400m perforator and accessory vein ablation kit: using sterile technique open the pack, place all contents into sterile field and inspect for damage. Do not use if any component is damaged. If damage is present, contact customer service or your local representative. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).